Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that sometime post dialysis catheter placement via right femoral vein the end caps were not placed on the catheter ports and the clamp on the red port allegedly became unfastened. Reportedly, blood loss occurred and the patient expired.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged unfastened clamp as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient tampering, clamp left open, and clamp failure; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are components not dimensionally compatible and clinician error. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometime post dialysis catheter placement via right femoral vein the end caps were not placed on the catheter ports and the clamp on the red port allegedly became unfastened. Reportedly, blood loss occurred and the patient expired.

Event description:
It was reported that sometime post dialysis catheter placement via right femoral vein the end caps were not placed on the catheter ports and the clamp on the red port allegedly became unfastened. Reportedly, blood loss occurred and the patient expired.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged unfastened clamp as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient tampering, clamp left open, and clamp failure; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are components not dimensionally compatible and clinician error. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.